Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. D4 serial not provided. D4 primary UDI number unknown as no serial number provided. H4 date of device manufacture unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.